Event description:
It was reported that the patient presented for a system upgrade procedure. A catheter delivery system was used to cannulate the ostium of the coronary sinus. When contrast was injected into the coronary sinus, it was revealed that there was a dissection of the coronary sinus. The physician elected not to implant a lead into the left ventricular location. The patient was hemodynamically stable throughout.